Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va13f4f, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that there was a lack of efficacy. There were no environmental factors that led to the issue. Impedance testing and multiple reprogrammings were performed. The entire system was replaced with the new leads implanted into a different target; bilaterally in the subthalamic nucleus (stn). The issue was resolved. The patient's indication(s) for use were parkinson's dual and movement disorders.

Event description:
Additional information received from the manufacturer representative (rep) reported that the cause of the lack of efficacy was unknown.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# va13f4f, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va13f4f, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va13f4f, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va13f4f, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Upon review of the additional information received, it was determined that device code (B)(4) no longer applies.

Event description:
Additional information was received from a consumer. It was reported that the patient's first lead was implanted in the right gpi but was replaced because it failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.